Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error followed by a compromised force sensory system alarm. Customer's blood glucose was 110 mg/dl. It is unknown if troubleshooting was performed on the device. Customer is returning the device for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. No unexpected prime alarm. Motor passed motor test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.